Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 6.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.